Manufacturer narrative:
On 25-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, she presented swelling and fever prior to procedure. During visual inspection, the outer shell of the device was found to be ruptured. In addition, siltex cracking was observed in the edges of the rupture. The inner shell was found with no apparent damage. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 38588 were reviewed and the manufacturing standards were met prior to the release of this lot. The device manufacture date is after the implantation date that was reported to mentor. The implantation date has been reported to the FDA as received. If clarification on the implantation date is received, a supplemental report will be submitted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses, swelling, fever. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor gel/sal 250/275cc breast prostheses that bilaterally ruptured after implantation. In addition, the patient suffered from swelling of the breasts and fever. Fluid collections were also reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.